Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor current error detected. Customer¿s blood glucose level was 4.8 mmol/l. Customer reported that when they tried to rewind the insulin pump they received current motor error and they were unable to rewind the insulin pump. Customer was unable to clear the alarm. Customer reported that they received failed battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 39 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 39 alarm. Device received with failed battery test and had high sleep current due to moisture damage on electronic assembly. Device received with cracked case on the back at the battery tube area, and belt clip rail case corner. Device received with cracked keypad overlay at select button.